Manufacturer narrative:
Additional information can be found in b5. A photo was return showing the 011-h3419. A red line was drawn on the bag spike. There was a crack at the red line. The reported complaint can be confirmed. The probable cause is unknown. The DHR could not be reviewed due to the unknown lot number.

Event description:
Additional information was provided by the customer on june 02,2025 as follows: the lot number could not be provided, the incidents occurred during infusion, the cyclophosphamide was used in every incident, the concentration of the cyclophosphamide diluted in the bag 2mg/ml. There were no visible signs of malfunction, damage, stress or wear with the device prior to the incident. The cyclophosphamide was stored in the fridge, the exact dates of the incidents couldn¿t be provided, the incidents occurred approximately 1 hour after compounding. There was a medication leak, the leak came into contact with the nurse, there was unprotected exposure to the medication, a specific kit was used to clean the leak. The patients were stable and the initials, ages or the gender of the patients could not be provided. The problem was observed right after the start of the treatment and there was a delay in the treatment. The tubing was changed each time and only one patient left without receiving the full dose, there were no adverse events, no one was harmed, additional medical intervention was not required, and there was no blood loss.

Event description:
The event occurred on an unspecified date in april 2025 and involved a 41 cm (16") appx 2.7 ml, pur dilution lateral line set w/clave®, rotating luer. It was reported there were 3 incidents in 2 weeks involving cracks with the device. The cracks appear at the injection site for the cytotoxic drug "cyclophosphamide reddy pharma". The status of the product at the time of the event is during cyclophosphamide injection. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A picture was provided by the customer. Investigation is pending. D4: only di provided as lot number is unknown.